Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Instructions for use: back-up breast implants should be available during the procedure. Do not implant damaged or contaminated breast implants.

Event description:
Company representative reported "device ruptured during surgery", it is unknown if there was patient contact. Side not specified, it is unspecified if surgery was completed with back up device.